Manufacturer narrative:
A ge service representative performed an over the phone investigation. The floppy drive and the software were installed during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.